Manufacturer narrative:
Two opened samples were returned. Evaluation of the samples showed the following results: the samples were examined using 10x magnification and both were found to have damaged tips. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a rounded tip were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The exact root cause for the damaged knives is unknown; how or when the blades became damaged cannot be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tips exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that during multiple procedures, the knife blades were noted to be different; they were rounded on the distal end. Each time the issue was noticed; the surgeon used an alternate knife to proceed with the case with no delay to the procedure. There was no harm to the patients.